Event description:
On (B)(6) 2024, a total of 13 patients (38% of tfesi patients) experienced prolonged numbness and weakness after tfesi injections using the bbraun anesthesia tray (bbraun #332115, lot # 0061946817, expires 5-31-2026). The two providers impacted confirmed they did not change any procedures or medications. The commonality in all impacted patients was a tfesi injection using the 1% lidocaine from the bbraun tray. Medtox testing confirmed lidocaine but a quantitative analysis for concentration was not able to be completed. All patient symptoms have since resolved, except for one patient whose chronic symptoms are exacerbated. This patient has had follow up mris and emg(electromyography) testing with the provider, which determined that there are no changes. It is unclear why this patient's chronic symptoms are exacerbated. Quantitative analysis for concentration was not able to be completed. Ref report: mw5159956.